Event description:
On (B)(6) 2011, customer reported that the hydropneumatic system on the dxc 600 pro was leaking, however, the instrument did not give any error messages. Customer stated that the material that leaked is unknown and clear. Customer also stated that she believed the leak came from the hoses in the back of the hydropneutic system. Customer technical support (cts) advised the customer to stop using the instrument and continue running samples on a backup instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and was unable to find any evidence of a leak. Fse primed the instrument 50 times and no leak was observed. Fse also calibrated the ion selective electrode module and ran quality control with no problems noted. Service was verified per established procedures.

Manufacturer narrative:
(B)(4).